Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had been having a return of symptoms since at least a year ago. Patient stated that they think their return of symptoms may have been caused by their ins lasting longer than 4 years, which was the expected longevity they were advised. Patient also mentioned that from time to time, they change their program and adjust their stimulation to a comfortable level. Patient said that when they make adjustments, at first, they can feel the stimulation pulsating. Patient added that they've been having urine leakage a lot lately, that they wear pads a lot, that they get soaked due to not changing pads frequently enough and that this resulted in them having a recent history of bladder infections. Patient also mentioned that they quit using their ins, but later on during the call, patient confirmed that they actually meant that they were stopped using their external devices to make adjustments. Patient then stated that yesterday, they had someone to work with them to make sure everything on the "mechanical part" of their therapy was working. Patient also mentioned that they think they haven't been educat ed enough regarding their ins in general. Agent reviewed general device use and therapy information, and then walked patient through connecting to their ins. Patient was able to increase their stimulation and confirmed feeling the stimulation comfortably in their bike seat area. Patient will maintain stimulation and will continue to monitor symptoms. Redirect to their healthcare provider (hcp) if issue persists. Patient stated that they don't have an hcp in their location and agent email the patient physician listings.

Event description:
Additional information was received from the patient. The patient reported that the cause of the stimulation pulsating when adjustments were made was an adjustment made by the patient. They reported that what likely caused or contributed to the issue was unknown. They reported that steps taken to resolve the issue included that they would be consulting a urologist that works with the device. They reported the issued had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.